Event description:
7.3mm cannulated screw was being implanted for subtalar arthrodesis of the calcaneus. The screw thread was noted to "unravel" as it reached the subtalar joint. The shaft of the screw was removed.